Event description:
It was reported that "it was never turned back on" for the device. The patient was hospitalized. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2012; 0185, competitor implantable tachy lead, (B)(6) 2004. (B)(4).